Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was mentioned that the patient had a fall. It was also noted that the patients implantable pulse generator (ipg) has reached end of life (eol). The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.